Event description:
It was reported that approximately eleven weeks after implant, the patient developed staphylococcus aureus bacteremia with mobile vegetation on the pacing leads. It was noted that the patient had a history of pancytopenia and sepsis four years prior. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addrl1 ipg, (B)(6) 2014. (B)(4).